Event description:
I have had 23 hernia repairs to date. I was told I had marlex mesh implanted. I had it removed once due to chronic extreme pain. I had to have it put back due to a large hernia, and I am still in extreme and chronic pain that I will have to live with til the day I die. I guess because without the mesh I get, the hernias doctors won't give me pain medication for fear of addiction. It is so excruciating on somedays, I can't even stand it, but it is always constant and never goes away.